Event description:
Patient had the medical device essure implanted and from the time of insertion had severe pain and bleeding that interfered with her life and how she wanted to live her life. She was also reporting new autoimmune diseases that may or may not have been related. This pain resolved when the devices were removed via hysterectomy.